Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after using a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle and activating its safety mechanism, the safety shield stuck beside the needle instead of covering it. This resulted in a contaminated needle stick injury and the user received post exposure lab work.